Manufacturer narrative:
Add'l info.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced mastoiditis. Starting (B)(6) 2016, the recipient was treated with repeated courses of klacid, ciprofloxacin and meropenem through (B)(6) 2017. The recipient was hospitalized a multiple times in the months of (B)(6) 2016, december 2016, (B)(6) 2017, and (B)(6) 2017. The recipient's device was explanted on (B)(6) 2017. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced a mastoid infection. The recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.